Manufacturer narrative:
Concomitant medical devices: vedr01 ipg, implanted: (B)(6) 2007.

Event description:
It was reported that the right atrial (ra) lead had high thresholds with intermittent loss of capture. Impedance was also high. Fracture was confirmed. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.